Manufacturer narrative:
The customer's reported issue was confirmed; the air/water flow was below specifications due to the foreign material in the nozzle. After the foreign material was identified, the customer was contacted about their facility's reprocessing. The customer reported that they cleaned, sterilized and disinfected the device prior to return, there was no delay in precleaning, the air/water nozzle was flushed with detergent and there were no abnormalities in the accessories. The customer could not confirm that the air/water nozzle was wiped or flushed with water prior to return. The device inspection also identified the following issues: the up/down knob was cracked; the bending section cover adhesive was chipped, cracked and cloudy; the switch button 1; the image guide protector; the universal cord protector was scratched; the connector cover showed burns. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis lucera gastrointestinal videoscope had flow issues at the air/water nozzle. The device was returned to olympus medical for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.